Event description:
Additional information was received by the area representative indicating the patient underwent generator and lead removal surgery in which part of the lead was removed. The explanted lead was returned to the manufacturer and is currently under analysis. At the moment surgical plans to re-implant the patient remain underway.

Event description:
Further information was received from the area representative indicating that the last known impedance was in (B)(6) 2011 and it was 2601 ohms. The high impedance was noted at a follow-up appointment in which the patient did no longer perceive stimulation along with an increase in seizures. X-rays were taken and reviewed by the manufacturer. Review of x-rays indicated the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires appeared to be intact. The lead wires at the connector pin appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. There is a portion of lead behind the generator that could not be assessed. There was a suspected area near the neck area of the lead. No acute angle was observed in the assessed portions of the lead. At the moment revision surgery is likely, but has not been confirmed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate type of report. Report should have read 30-day.

Event description:
Analysis was completed on the returned portion of the lead. Analysis indicated that a lead discontinuity was not confirmed based on the returned portion of the lead. What appeared to be white deposits were observed on the connector boot. An abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received through an implant card indicating the patient was re-implanted with vns therapy and lead impedance value was marked as ok.

Event description:
It was reported by a nurse that high lead impedance was found during a follow-up appointment. The nurse mentioned the patient also had an increase in seizures and the patient is no longer hoarse. An emg was performed of the patient and it revealed a broken lead wire. No patient trauma or manipulation was suspected to have contributed to the event. The patient's device was programmed off and was referred for x-rays and revision surgery.